Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port needle catches during separation. The following information was provided by the initial reporter: date of occurrence: (B)(6). ¿needle catches w/ catheter upon pull out¿.

Manufacturer narrative:
Additional information in b5 not a bd complaint rationale: 1 sample was received at our bd manufacturing facility. The sample was reviewed by quality personnel, and we were unable to identify if the product is manufactured by bd. A request for additional information about the returned sample was performed and we were informed that the affected product could not be confirmed. Since we are unbale to determine if the affected product was manufactured by bd, we cannot perform an investigation into this incident. Should you discover more information on this issue or find related bd manufactured samples, we would be very interested revisiting this concern.

Event description:
Customer response: based on the department this patient originated in, the anecdote from the nurse, and the string of other nexiva concerns, I had assumed it was a nexiva. If it was not, I apologize.